Event description:
The pt reportedly, experienced poor performance with his cochlear implant. Testing indicated that the device was functioning. The company was notified that a decision was made to explant the pt's device. Surgery to explant the pt's device has been scheduled.